Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a clinician may have "crossed" the IV lines (e.g., medication a loaded in pump b while medication b was loaded in pump a) resulting in inaccurate infusions. The clinician further reported that this issue occurred three (3) times. The issue was reported to bd representative during their site visit. There was patient involvement but impact is unknown.